Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(4), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during surgery the healthcare provider (hcp) could not withdrawal csf from the intrathecal catheter (it) catheter, so the hcp replaced the catheter.

Event description:
It was reported the patient just had a refill done and when they aspirated the drug out of the pump they pulled out 15 cc which was almost the amount of the pump. The reporter stated their alarm date was tomorrow since they were a little late getting their refill due to a hernia surgery. The reporter further stated their healthcare professional told them to contact the manufacturing since it could possibly be a programming issue. It was noted the patient stated they might wait to see their hcp since their pump would need to be replaced this year anyway. The pump contained dilaudid (hydromorphone). Additional information received reported there was a volume discrepancy with the expected volume was approximately 3 mls and the actual volume was approximately 15 mls. The reporter stated the cause of the discrepancy was unknown. It was noted that a dye study would be done on 2014-(B)(6). It was further noted the pump logs were checked. It was noted that there were no patient symptoms or complications associated with this event. It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported that a dye study was done and they were unable to aspirate. It was noted the patient was referred to an hcp for a catheter revision. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the pump was "redone." When the pump was refilled on (B)(6) 2014, 2 milliliters (ml) were expected, but they got back 15 ml. A dye study was done on (B)(6) 2014, and the outcome was unknown. A catheter problem was suspected, but on (B)(6) 2014, it was decided to replace both the catheter and the pump.